Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging a power issue (does not run on) with her onetouch ultra2 meter, which started on an unspecified date. She claimed that after the power issue, possibly a few days afterwards, she developed symptoms of perspiration, dry mouth, weakness, and disorientation; however, she did not report receiving any form of treatment due to the alleged power issue. It was noted that the patient took a decreased dose of glipizide a day prior to contact the lfs; however, it was not clear if this action was taken before or after her symptoms began. According to the troubleshooting performed by customer service, the meter turned on successfully, the reported power issue was resolved with training. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the power issue began. There was no evidence that the product malfunctioned since the alleged power issue was resolved with training. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.